Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after passing out and breaking his leg. Review of a merlin transmission revealed undersensing on the ventricular channel after ventricular tachycardia was unsuccessful treated with antitachycardia pacing therapy. Low r-wave amplitude and pacing lead impedance measurements were observed on the right ventricular lead. The atrial lead detected low p-wave amplitudes. Noise was also seen on stored episodes on both leads. Echocardiography was performed for an atrial tachycardia and an aortic dissection was spotted. Before a lead revision started, fluoroscopy revealed the right ventricular lead had clavicular crush alongside the rib. The right ventricular lead was capped and replaced. No changes were made to the atrial lead. The patient condition is stable after revision.